Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci s hysterectomy with right salpingo-ooporectomy on (B)(6) 2012. Isi was provided with the operative report. Additional information provided includes: subsequent ER visit notes and operative report of vaginal repair there was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during the surgery. There were no intraoperative or immediate post operative complications. On (B)(6) 2012 the patient presented with symptoms of abdominal pain and vaginal bleeding after intercourse. She had resumed sexual activity a few weeks earlier without difficulty. On this day however, she was found to have a vaginal cuff dehiscence with small bowel seen in the upper vagina. On (B)(6) 2012, the patient was taken to the operating room where she underwent a laparoscopic repair of vaginal cuff dehiscence without complication. No further follow up information was provided.